Manufacturer narrative:
Product complaint:(B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One used needle suture piece, one empty box and one empty foil were received for analysis. Product code sxpp1a425. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the end of the suture was noted to be crushed and cut probably caused by a surgical instrument. In addition, body fluids were found on the strand. The other section of the suture was not returned for analysis. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: received information as following from sales rep via phone today. - were there patient consequences? If yes, please explain. --no.

Event description:
It was reported that a patient underwent laparoscopic myomectomy for uterine fibroids procedure on (B)(6) 2025 and barbed suture was used. During the procedure, when the surgeon used sutures to suture the uterus, the uterus had not been fully sutured and the suture broke. A new suture was immediately replaced for suturing. This incident has increased the department's cost expenditures, affected the surgical process, and posed certain risks. No adverse patient consequences were reported. Additional information was requested.